Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: necrosis; capsular contracture, baker grade unknown.

Event description:
Patient reported "a lump," further clarified as "knot was the size of a marble," "necrosis" "experiencing pain in both breasts, and 'capsular contracture, [baker grade unknown]" and feel "very hard". Device remains implanted. This record is for the right side.